Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis concluded that the identified broken fabric threads in the cylinder that could affect the functionality of the device resulting in the reported deflation and mechanical issues. Therefore, product analysis confirmed the reported event. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ambicor cylinders, pump and tubing were visually inspected and microscopically examined. Cylinder 1 had a leak in proximal cylinder body that was attributed to sharp instrument damage which likely occurred during the explant; a hole was present. Under the microscope it was observed that cylinder 1 had broken fabric threads in the cylinder body that was a result of wear. Both cylinders had wear at a fold in the cylinder body. Under the microscope it was observed that the krt (kink resistant tubing) was worn to filament. No damage was identified in relation to the pump. Product analysis concluded that the identified broken fabric threads in the cylinder body of cylinder 1 could affect the functionality of the device resulting in deflation and mechanical issues. Therefore, product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported event was confirmed through investigation.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to a left cylinder dysfunction. The left cylinder could not be deflated due to a suspected valve failure. A new ambicor penile prosthesis was implanted. The patient was satisfied after the surgery.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device deflation issue could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of deflation issues cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to a left cylinder dysfunction. The left cylinder could not be deflated due to a suspected valve failure. A new ambicor penile prosthesis was implanted. The patient was satisfied after the surgery.